Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported backup vvi was not confirmed in the laboratory. The device was not in backup vvi mode upon receipt. Review of the device image indicated a firmware download was performed in the field which cleared the original data regarding the reset. The cause of the reset could not be determined. The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuitry was found to be damaged. The cause of the circuit damage could not be determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for lead replacement. Device was observed in backup vvi. The device was exposed to electrosurgery. The next day an alert for possible output circuit damage was observed. Aborted charges due to shorted output stage detection were noted. No other electrical anomalies were detected. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.